Event description:
Incident: pt death occurred 17 day post-op. Pt's condition prior to surgery: high risk pt with multiple risk factors. Pt was heavy in weight, had renal deficiencies, coronaritis, pulmonary insufficiency, cardiac heart failure and smoker. The physician decided that the pt was not an ideal candidate for traditional open surgery and decided to treat with a "aaa" endovascular graft. Case was performed in 2001. An ancure sheath was inserted successfully. The ancure endograft was introduced and encountered wire wrap. Wire wrap was resolved according to the instructions for use. During jacket retraction, the contralateral wire caught on the superior hooks and was resolved with a guide catheter as according to the instructions for use. The graft was then deployed and successfully implanted. A co rep was present at the implant. The implanting physician stated that the device performed as intended. Same day post-op pt condition: pt exhibited bilateral ischemia. An exploratory search revealed that the right iliac thrombosis resulted due to suturing the artery. A thrombectomy and endarterectomy was performed which resolved the thrombosis. The left iliac thrombosis appeared to be in the region where the graft was redundant in material due to an angulation in the graft and accompanied by a common iliac artery dissection (unknown cause of origin) in that region. Three days later, the pt was transferred to the ICU. The pt's health did not progress. Pt expired the following month.